Event description:
The customer reported being treated by the paramedics due to low blood glucose levels in the range of 30 mg/dl. The customer stated that he lost consciousness while he was in the bathroom, and the insulin pump was somehow flushed down the toilet. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.